Event description:
It has been reported to philips the etco2 is disabled.

Event description:
Philips received a complaint on the tempus pro indicating that the etco2 (end-tidal carbon dioxide) is disabled. The device was not in clinical use at the time of the event. No adverse event occurred.